Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a pump error alarm. The blood glucose level was 121 mg/dl. Customer stated that the insulin pump received power error detected alarm and the customer was advised to monitor the insulin pump. Customer also stated that the insulin pump had a failed battery test and insulin pump did not alarm battery failed alarm. The product will return for the analysis.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected insulin flow blocked alert noted during testing. Device then was programmed and monitored basal profiles. All basal profiles delivered properly. No bolus anomaly noted. Device received with cracked retainer and pillowing keypad overlay